Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary segmentectomy by video thoracoscopy, the forceps repeatedly failed by making an incomplete stapling of the parenchyma, regardless of the reload used. There was a bleeding on the arteries, but it was controlled. Pulmonary parenchyma was damaged, and it was ligated for repair. There was an arterial bleeding corrected with hemostatic clips, the same for the vein. A new device was used to resolve the issue.

Event description:
According to the reporter the forceps were repeatedly failed by making an incomplete stapling of the parenchyma, regardless of the reload used. There was a bleeding on the arteries, but it was controlled. A new device was used to resolve the issue.

Manufacturer narrative:
D10 concomitant medical products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p4h1169) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.